Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch and sensor plug was properly seated. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. An attempt to reprogram the returned patch, however an error occurred during reprogramming. This error prevented the returned patch from being reprogrammed. The returned sensor was de-cased and a visual inspection was performed on the returned sensor and no issues were observed. The error observed during reprogramming of the sensor patch prevented the returned sensor from re-programming. An attempted was made to scan the sensor and observed sensor does not scan. Therefore, due to the observed error, adc is unable to investigate the issue any further. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.